Event description:
It was reported that a pacemaker system was being implanted in a patient with advanced pancreatic cancer and a port-a-cath implanted on the left side, which prevented venous access on that side for device implantation. The procedure initially proceeded normally. The physician performed the puncture on the right side, gaining access to the subclavian vein, superior vena cava, right atrium (ra), and right ventricle (rv). After making the incision and creating the pocket to house the generator, the introducer was inserted, the guidewire removed, and the ventricular lead (7842/1468467) introduced. The stylet was pre-shaped into a curve to access the rv outflow tract, and once in position, it was replaced with a straight stylet to guide the lead toward a septo-apical region. The lead was secured at three different points, and its correct position was verified fluoroscopically in the three standard views: anterior-posterior (ao) and left and right anterior oblique (lao and rao). However, the parameters obtained were unsatisfactory, as the thresholds exceeded five volts in all attempts. Given these results, it was decided to reposition the lead toward a more septo-medial area. During this maneuver, in the ao projection, it was observed that the lead moved upward and to the right, following a path consistent with either entry into the coronary sinus or a possible perforation. When checking the signal in that position, the r-wave amplitude was below the sensitivity threshold. A few minutes later, the patient began to complain of intense chest pain in the lower left part of the chest, while her blood pressure fluctuated sharply, peaking at 220/170 mmhg and then dropping to 60/40 mmhg. All indications suggested the lead had perforated an area of the heart, causing cardiac tamponade. It was observed that the heart had stopped contracting mechanically, although electrical activity was still present. At that moment, the medical team intervened immediately, initiating cardiopulmonary resuscitation (CPR) and performing urgent pericardial drainage of the accumulated blood. Following these actions, the patient stabilized and was transferred to the intensive care unit (ICU) in stable condition. No other adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.